Event description:
A customer reported to baxter (B)(4) of an administration set in which when removing the set, the distal luer broke in the catheter. It is unknown when or in which care area this event occurred. A patient was involved; however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was available at the plant for evaluation. Visual inspection revealed that the luer lock was severely damaged and it was broken apart. Hence no further testing could be performed. Based on similar issues and sample analysis, it is to be stated that once the luer lock has been rotated and activated, the rotary component is locked in the forward position and this then provides an automatic eject feature on disconnection. If the luer lock is not rotated until it is activated, the self ejecting feature will not work which might make the luer lock more difficult to disconnect. The cause of the reported condition was misuse. This issue is being investigated through CAPA.